Manufacturer narrative:
Visual inspection: no anomalies detected. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is permeable, whereas the shuntassistant is non-permeable. Computer control test: to check the flow rate of the valves, the valves were tested on a miethke computer-controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer- controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 6,67 cmh2o. This is within the specified tolerance of 7 cmh2o ± 3 cmh2o. Due to the non-permeability of the shuntassistant, the computer- controlled test is not applicable. Adjustability test: the progav 2.0 was found to be non-adjustable within the specified range. The shuntassistant is a valve with a fixed pressure stage. Therefore, the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 valve is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined a blockage in the shunt system as well as a non-adjustability of the progav 2.0 valve at the time of our investigation. Detected deposits could be named as the cause of the malfunctions. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shunt system (part # fx419t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 49 years. Height: 158 centimeters (cm). Weight: 71 kilograms (kg). Gender: male.